Event description:
Customer's father reported that customer was hospitalized for high blood glucose levels. Coustomer woke up feeling very sick on the day of hospitalization, no troubleshooting was performed. Father reported a33 alarms also.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed a33 due to faulty force senstive resistor. Unable to perform further testing due to the motor error alarms.